Event description:
It was reported that an asymptomatic patient presented in the or for rv lead replacement. The pacing lead impedance had increased and increased ventricular pacing thresholds were observed. The lead was explanted and replaced. The patient will be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.